Event description:
Report received of an underdelivery of tpn. The pump was programmed to deliver 2350ml over 18 hours with a one hour taper up and a one hour taper down. The tpn was kept in a backpack. The tpn was initiated at 9:00pm by a homecare nurse. At 3:00pm, when the pump and bag were to be disconnected, the pump display indicated that 2188ml had infused, but the bag was found to be almost full. The pump did not alarm. The homecare nurse called the customer and a replacement pump was taken to the patient. The patient's doctor was notified. The tpn which had not infused overnight, was administered between the hours of 3:00pm and 9:00pm. At 9:00pm the new bag of tpn was initiated. The patient did not experience any adverse effects. No blood work was drawn. The patient's IV access remained patent. Though requested, there was no further information available.